Event description:
The customer stated that the head was drifting down.

Manufacturer narrative:
The tech determined that the reason the head was drifting down, was due to the CPR handle being lodged on the bed cover. Once the handle was un-lodged the bed operated normally. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.